Event description:
It was initially reported that the charger could not locate the ipg. During an office visit the ipg could not be found on the controller. Patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced with a different model.